Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was loosely folded. There was a longitudinal tear 9mm long starting 3mm distally from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a 99% stenosed, severely tortuous and severely calcified anterior tibial artery. The 2.0mmx30mmx143cm nc quantum apex (coyote) balloon was advanced for dilatation and ruptured on the first inflation at 18 atmospheres for 10 seconds. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a 99% stenosed, severely tortuous and severely calcified anterior tibial artery. The 2.0mmx30mmx143cm nc quantum apex (coyote) balloon was advanced for dilatation and ruptured on the first inflation at 18 atmospheres for 10 seconds. The procedure was completed with a different device and no patient complications were reported.